Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrocardiogram indicated that the device failed to capture in the ventricle. The patient was taken into surgery where the rv lead tested within normal limits. The device was programmed and long intervals were observed in the ddd mode. The parameters were adjusted but the long intervals were not eliminated. It was suspected that the parameter settings were not correct. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.